Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. During the procedure, the needle pulled off the suture. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually evaluated. Cracked barrels and fins were found in the returned sample. Both are known contributors to needle pull offs.